Event description:
Resident had been transported and lifted in whirlpool chair, lowered into tub, bathed, lifted again and lowered agin. As the seat was almost resting on wheeled frame, the alignment appeared off. The nursing assistant began to raise the seat to realign, when suddenly the seat fell off the side of the hydrolic lift. The resident was secured to the seat by the seat belt. Resident, with seat attached, fell to floor striking right side of head on concrete wall.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jul-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device temporarily removed from service, inserviced by other facility staff, other. Invalid data - on device destroyed/disposed of status.